Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis with elevated blood glucose (value not provided) which resulted in the customer being hospitalized. Cause of event was due to the infusion set site getting pulled out accidentally. Type of infusion set used was not reported. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.